Event description:
A user facility submitted a repair request to the olympus service center indicating, during preparation for an unknown procedure, the power of the high-definition lcd monitor could not turn on. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device had a rear cover crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the monitor does not power up occurred due to faulty printed-circuit board. The cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.